Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. During knotted suturing on the skin, the needle broke about 2mm from the tip. The fragment was found on the floor. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.